Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report #2916596-2020-03711. It was reported that the patient began to have driveline power faults and they were unable to resolve with silencing. The site obtained x-rays and changed out the patient's modular cable and controller which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The reported driveline power fault alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(4)) was returned for analysis, a log file was downloaded as well as submitted for review. The log files spanned approximately 4 days ((B)(6) 2020 -(B)(6), (B)(6) 2020 per timestamp). Events occurring on 01aug2020 are from testing at abbott. On (B)(6) 2020 at 12:36:03 began driveline power fault alarms that continued until 14:05:00 when the driveline was disconnected for a controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate iii system controller was functionally tested and passed all stages of testing. The system controller was able to operate a pump for an extended period without issue. The reported event driveline power fault alarms cannot be correlated to an issue with the controller. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.